Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating that a product problem occurred, and thus the complaint was confirmed. As a serial number could not be determined, device history and manufacturing records could not be reviewed. Based on the available information, the reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on the function board of a fresenius 2008t hemodialysis (hd) machine, which caused the clic device not to work. The biomed wasn't sure when the event occurred (during treatment or before), but the event did not result in any treatment interruptions or patient complications. Initially, the biomed was told by staff that the usb port for the clic device wasn¿t functioning. Upon evaluation of the machine, the biomed found the l16 resistor split in half with evidence of charring around the component. No other damaged components were found. No burning smell, smoke, sparks or flames were reported. The machine did not have any past problems with failing the electrical leakage test. It was confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The damaged function board was replaced and the machine was put back in service. The serial number for the machine was not provided. The damaged board was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on the function board of a fresenius 2008t hemodialysis (hd) machine, which caused the clic device not to work. The biomed wasn't sure when the event occurred (during treatment or before), but the event did not result in any treatment interruptions or patient complications. Initially, the biomed was told by staff that the usb port for the clic device wasn¿t functioning. Upon evaluation of the machine, the biomed found the l16 resistor split in half with evidence of charring around the component. No other damaged components were found. No burning smell, smoke, sparks or flames were reported. The machine did not have any past problems with failing the electrical leakage test. It was confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The damaged function board was replaced and the machine was put back in service. The serial number for the machine was not provided. The damaged board was not available to be returned for evaluation as it was reportedly discarded.